Event description:
The physician removed the double j, but he found the pigtail was fragile and broken into two parts. The physician used forceps to remove the pieces. No additional information has been provided by the reporter. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4)- not labeled. Event eval: still under investigation.